Event description:
It was reported that the device failed to deliver defibrillation energy, pressing the shock button disarmed the charged energy. There was no patient use associated with the event.

Manufacturer narrative:
After an additional investigation performed and reported on medwatch #3015876-2017-000035, physio-control determined that the likely cause of this reported issue was due to the shock button on the main keypad assembly measuring higher than normal resistance. The high resistance caused the device to dump the defibrillation charge when the shock button was pressed. Physio-control performed a replacement of the main keypad assembly and observed proper device operation through functional and performance testing.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported failure. However, physio observed an event code logged in the memory that could have related to the reported instance. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use. A conclusive cause of the reported failure could not be determined.

Manufacturer narrative:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.